Event description:
3 event description guidant received information that this right ventricular (rv) lead dislodged and pulled back into the atrium. During attempted repositioning, the lead was damaged. It was successfully replaced with a new lead. There were no adverse patient effects.